Event description:
It has been reported that one bd vacutainer® sst¿ blood collection tube has been found experiencing poor barrier separation after use. The following has been provided by the initial reporter: it is reported that facility experienced poor barrier separation. Received call, customer reports one incident of poor barrier separation while using product 367986, batch no. 9067617 on (B)(6) 2019. Customer stated they attempted to centrifuge tube 5 times in 2 different centrifuges with no separation. Customer states tube was found to be expired. Samples are available for investigation. No testing was done, patient was redrawn with no issues. The customer stated that tube was drawn at a clinic and shipped to her lab. She did not know how the tube was drawn, except that they used a 23 g winged blood collection set. She did not know if it was inverted. This situation only occurred with 1 tube. She stated that all the other tubes spun with this one separated well. Complaint 1 of 2.

Manufacturer narrative:
Investigation summary:bd received samples from the customer facility for investigation. Bd acknowledges the customer's experience regarding the indicated failure mode for poor barrier separation with the incident lot. A review of the manufacturing records was completed for the incident lot and no issues were identified. Technical services has provided guidance to this customer regarding their processing of these samples. The (whole blood) was inadvertently frozen prior to centrifugation. This is contrary to the IFU and considered "off use". In addition, the customer indicated that the tube was beyond the expiration date. The customer acknowledged that it was the drawing site's error and thanked us for the guidance as per work order (B)(6).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® sst¿ blood collection tube has been found experiencing poor barrier separation after use. The following has been provided by the initial reporter: it is reported that facility experienced poor barrier separation. Received call: customer reports one incident of poor barrier separation while using product 367986, batch no. 9067617 on (B)(6) 2019. Customer stated they attempted to centrifuge tube 5 times in 2 different centrifuges with no separation. Customer states tube was found to be expired. Samples are available for investigation. No testing was done, patient was redrawn with no issues. The customer stated that tube was drawn at a clinic and shipped to her lab. She did not know how the tube was drawn, except that they used a 23 g winged blood collection set. She did not know if it was inverted. This situation only occurred with 1 tube. She stated that all the other tubes spun with this one separated well. Complaint 1 of 2.